Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up normal with no errors, however, a system error was found in the programmer error log. Analysis also found the programmer has corrosion and may be unreliable. Tabs on the power cord bay door, media bay door, and upper hinge plate are broken. It is noted bullets are missing. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
It was reported that an error occurred during boot up of the programmer. The programmer was cycle powered, but the error did not clear. It was also reported an error code popped up two times during boot up. It was noted there were other cosmetic defects (tab on power cord door broken, usb (universal serial bus)/printer door doesn't close, and pieces of front broken/missing). The programmer was returned for repair. There was no patient involvement.